Event description:
It was reported that during a da vinci-assisted surgical procedure, the tips of the fenestrated bipolar forceps instrument were asymmetrical. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing was observed during prostate surgery. There was sparking. There was no other energy instrument in use at the time. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have one bent grip, causing it to be misaligned. The offset at the tips was 0.72 mm. The grips were not found to be cracked. Additional observation found unrelated to the reported complaint included, the instrument was found to have damage to the conductor wire insulation at the bipolar yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Review of the provided image is consistent with the alleged issue of misaligned tips.